Manufacturer narrative:
Insulin pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. Insulin pump passed the displacement. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that there was a large crack on the screen insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.